Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet thickening was indicated. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a bioprosthetic mitral valve is failing due to severe stenosis and thickened leaflets with restricted motion after an implant duration of seven (7) years and one (1) month. The patient is being evaluated for a valve-in-valve procedure. Per obtained medical records, the patient presented with chief complaint of worsening sob. The plan is to continue work up and present her case to the structural heart team. No other details at this time.

Manufacturer narrative:
Edwards received additional information through follow up that the valve in valve procedure was planned however, the doctor decided to forgo the procedure due to the high risk patient. The patient had a high-risk neo-lvot and a diminutive left ventricle. No additional details were provided.